Event description:
The customer reported that at 50 minutes into the tpe procedure, she got a 'red blood cells detected in plasma line from centrifuge' alarm and she noted that the plasma looked like it had rbcs in it. The physician said it looked like some hemolysis going on. Another nurse described a layer of yellow plasma on top of a cherry red layer that appeared to be clear. The plasma line itself looked yellow-orange. The physician stated that the fluids were correct. No medical intervention was necessary for this event. The customer no longer has the patient record, therefore cannot provide patient information. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
(B)(4). Investigation: the cardianbct service specialist spoke with the nurse who had performed the procedure. The nurse believed that the patient was hemolyzing prior to the procedure but she does not know why. The customer performed the tpe on the patient the next day and there was no hemolysis present. The machine was checked out and is back in service. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.